Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
During the final inspection after the last repair the foggy image was detected. This event occurred at the time of during inspection. There was no report of patient harm.